Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported bubbles are forming in between pumping. Additional information received stated no bubbles were present during priming, but were present when feeding.

Manufacturer narrative:
The device history record was reviewed and indicated the product was released accomplishing all quality standards. No sample was received for evaluation; however, photos were received. Based on the review of the photos, the site cannot confirm a manufacturing issue, and a root cause could not be determined. A review of the manufacturing line was carried out, and all processes and controls were found to be followed correctly. We will continue to monitor and take actions as applicable.